Event description:
A caller reported a malfunction on the pump, citing malfunction code 6. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to reset the pump at the time due to being on the road but intended to call back later to perform the reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.